Event description:
The philips field service engineer reported ECG bias error was found in the status logs. There was no reported patient involvement.

Manufacturer narrative:
One processor pca was returned for failure analysis. The reported problem could not be verified or duplicated during lab tests. No fault was found with this processor board.